Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the impaired wound healing cannot be ruled out. Contributing factors for impaired healing in this patient include: prior radiation, chemotherapy, prior surgery affecting the skin integrity and underlying gbm disease. Impaired healing is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 56-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2022. Novocure was informed on august 19, 2024, that the patient was hospitalized from (B)(6) 2024, to (B)(6) 2024, due to an MRI scan that showed necrotic tissue requiring immediate surgery. The patient was then readmitted to the hospital on (B)(6) 2024, to (B)(6) 2024, due to a wound healing disorder. On august 29, 2024, it was reported the patient had not used optune gio therapy since surgery but had since resumed. Additionally, the surgery was not for recurrence tumor but for unspecified residual scarring. The prescribing physician was contacted for further details but was not able to provide additional information.